Event description:
The ambulance personnel tried to defibrillate the pt who had been down an unknown length of time. They defibrillated twice at 200 joules, and the monitor said "electrode fault". Ar. Mrl defibrillator was used, but further information on the model number has not been available to date. The pt expired, although the customer stated that they did not believe there was a relation between the function failure and the pt's result.